Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe high blood glucose event associated with the ilet ceasing therapy when the battery died, and the user did not revert to alternative therapy after shutdown. Symptoms included hyperglycemia. Outcomes included insufficient information regarding the impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem was found, a usage problem was identified, and the issue was attributed to improper or incorrect procedure or method, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.